Manufacturer narrative:
Product event summary:the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated an electrical reset. Power on reset (por) occurred on (B)(6) 2016.

Event description:
It was reported that the patient's device had a power on reset (por) during bypass intervention. The device remains in use. No patient complications have been reported as a result of this event.